Event description:
New information received notes programming changes were made on the implantable cardioverter defibrillator. There were no patient consequences.

Manufacturer narrative:
Correction: g3 should be apr 12, 2022 rather than (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator exhibited post paced t wave oversensing. Programming changes were discussed. No intervention was performed. There were no patient consequences.